Event description:
Pt reported elevated blood glucose of 26.8 mmol/l and said the infusion device did not give an error message. Pt reported the infusion device key-lock was activated automatically. Pt believed the insulin delivery of the infusion device was inaccurate. Hyperglycemia was corrected by delivering insulin through infusion device. Infusion set is changed every 2 days. Target blood glucose is 5-8 mmol/l. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.